Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00188 on 17-jul-2025. Additional information (17-jul-2025): post-service quality control (qc) recovered within the range. Siemens reviewed auto check data and found that the wash probe vacuum and wash probe baselines were elevated when compared to the secondary vacuum setpoint. This is an indication of an obstruction within the secondary or primary vacuum lines. Siemens further evaluated the event and determined that a clog within the fluidics system causing poor wash performance of the cuvette at the wash stations potentially contributed to the falsely elevated high-sensitivity troponin I (tnih) results. The investigation conclusions code in h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated results with high-sensitivity troponin I (tnih) were obtained on two patient samples on an atellica im 1300 analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were reprocessed on the alternate atellica im 1300 analyzer. The repeat results recovered within normal range and more closely matched the clinical picture. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to falsely elevated tnih results.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on two patient samples on an atellica im 1300 analyzer. Calibration and quality control (qc) were within acceptable ranges when erroneous results were obtained. The customer reran qc, which recovered out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, performed an auto check and found that the aspirate probes were not pulling vacuum, identified a clog in the secondary tubing, cleared tubing and ran auto check, which passed. Then, the cse ran qc. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.